Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a leak at the scope cover, the objective and light guide lenses were discolored, the bending section adhesive was cracked, due to wear of scope cover packing; water tightness was lost, the air/water and suction cylinder have no color, due to wear of the angle wire; the play of the up/down knob is out of the standard value, the light guide-bundle has breakage, the plastic distal end cover has a scratch, the adhesive around the objective lens and light guide lens has discoloration, the connecting tube coating was peeling, and the universal cord has a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset, colonovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the air/water tube, air/water cylinder, and jet tube were found with foreign material. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, (h4) device manufacturing date was added. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. Due to a leak in the scope cover packing, proper reprocessing may not have been possible, and the foreign matter may not have been removed. However, the definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.